Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18 may 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had "pressure sensor". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for error 240.4150,lower pressure sensor assy for patient side occlusion failure. Replaced left/right side iui connector assy was corrosion. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 18 may 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had "pressure sensor". There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had "pressure sensor". There was no patient involvement.